Event description:
It was reported that the customer's insulin pump had multiple aa-35 alarms during attempted priming, and that the device could not prime, or exit the prime loop. It was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 3.4 mmol/l. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to motor encoder signal out of phase. The unit was unable to confirm a35/e35 alarm or perform prime/compromised force sensor test due to motor error alarm. The unit had minor scratches on the lcd window cracked belt clip slot, reservoir tube lip and case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.